Manufacturer narrative:
The pump alarmed for radio frequency pic failed self-test during self-test due to faulty radio frequency board. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for radio frequency pic failed self-test. It was reported that the customer's blood glucose level was 122.4mg/dl. It was reported that the pump would be replaced and returned for analysis.